Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 518mg/dl on (B)(6) 2017 which was treated with IV drip. Customer¿s current blood glucose was 135mg/dl. Customer was wearing insulin pump at time of hospitalization. Drive support cap appear to normal. Customer reports insulin exited at the qr. Customer performed high pressure test and it failed. Customer advised to change entire set, reservoir and insulin and treat per hcp's instructions. Customer declined troubleshoot for lost sensor. For analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No pump or sensor transmitter communication anomaly, calibration anomaly or lost sensor alarm noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).